Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will be returned device for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, broken belt clip rails, fading serial number label and keypad overlay texture damage.